Event description:
It was reported that the customer was hospitalized multiple times; details and nature of event were not provided. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Additionally, it was reported that unspecified malfunction alarm occurred and the pump battery was unresponsive. Although requested, the customer declined to perform troubleshooting with tandem customer technical support and the alleged root cause could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.